Event description:
Pump would just keep beeping. Pt tried to replace batteries, change tubing, and adjust cassette. No other information available. No the error did not occur while in use, it did not cause any harm to the patient it is available for return and we're currently working on getting a replacement sent out. Reported to (B)(6) by patient/caregiver. Dose or amount: 1.5 mg, frequency: ud, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.